Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Based on the verbatim, the probable root cause for leakage could be due to valve issue. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions via CAPA# (B)(4) to improve the customer and patient experience. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood/drugs from the injection port during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "the failure is always the same, the injection port valve fails allowing blood/drugs to escape via the injection port. Most often relates to 16g cannulas. My remit covers anaesthesia only and I do not know if the trust has received similar reports from other areas of the hospital".